Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The complaint history review could not be conducted due to unknown lot number. This complaint has not been confirmed for the indicated failure mode: needle stick. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of needlestick injuries occurred due to needle and holder separation. No report of post exposure testing or medical intervention has been provided.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of needlestick injuries occurred due to needle and holder separation. No report of post exposure testing or medical intervention has been provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any samples or photos for investigation. The complaint history review could not be conducted due to unknown lot number. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.